Manufacturer narrative:
End user cannot return the product to MFR for eval at this time. MFR's investigation will continue.

Event description:
End user reported chair broke while transporting pt. One emt sustained a head laceration. The other emt sprained his ankle. Pt complained of soreness.